Event description:
It was reported that a participant in the ilet experience study experienced episodes of hypoglycemia over several days without an identified precipitating factor, stating they were ¿dropping super low with no reason.¿ symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported alarms or alerts and no medical visits or hospitalization. Investigation included an attempt to obtain additional event details and blood glucose information by phone. Investigation of this case revealed that the cause of the hypoglycemia remained undetermined with no device alerts to suggest a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.